Manufacturer narrative:
Pump received with alarm followed by alarm after battery installation, problem isolated to mother board. Unable to perform any tests due alarm. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, stained address/serial number label and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failure of flash memory and new software release detected. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. Alarm did not occur during the rewind/prime sequence, however the self-test was failed as the screen was not able to navigate. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.